Event description:
Olympus was informed that during a procedure the users smelled smoke and heard a popping sound. There was a burnt mark noted at the connection of the electrode and the high frequency cable. No patient injury was reported.

Manufacturer narrative:
No device returned to olympus for evaluation. The exact cause of the user's experience could not be conclusively determined. This report will be supplemented if additional and relevant information is received at a later time.